Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error as well as unexpected restart, a cold reset was performed alarms after changing the battery. Customer's blood glucose value was 199 mg/dl. Troubleshooting was performed. Customer stated that the time was advanced. Customer stated that they were able to clear the alarm. Customer stated that the they were not able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.